Event description:
The customer reported that the cine function was not operating. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The cine was repaired during the svc call. The sys was tested and found to be working as intended and put back into svc.